Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows multiple no cartridge detected and loss of prime due zero force warnings on the reported event period. The pump powers on and displays verify screen. The rewind step was performed correctly, the piston was unable to detect the cartridge upon the first load attempt. A load step malfunction was duplicated. Investigators were unable to take force sensor calibration reading. The pump was opened and inspected, force sensor flex pins shows a cracked trace near to the pin leading to an intermittent connection. The audio bolus button¿s cover and slug are observed to be detached and missing. Investigators were unable to test bolus button functionality and unable to take the audible test reading. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the load step malfunction was duplicated and the flex pins were cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/19/2013 not 06/129/2013 as previously reported.